Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that when powered up the programmer screen did not display correctly. A power cycle to the programmer resolved the issue. The programmer remains in use. There was no patient involvement.